Event description:
Reporter is in excellent health. Reporter has low psa's and has never had any problems with urinary incontinence. However, reporter has an enlarged prostate causing a thin, weak urine stream. In jan. Of 2002 it was suggested that reporter have the argomed thermoflex water-induced thermotherapy-wit-procedure to be administered by argomed thermoflex system. The treatment could be performed in the dr's office and reporter was told there were no negative side effects. The procedure was performed in 2002. Reporter never experienced any acceptable level of improvement. Reporter immediately began to suffer from urinary incontinence and is forced to wear urinary guards as they frequently urinate on self and their bed. This is very embarrassing and depressing. Prior to having this procedre reporter sent a letter to argomed with a carbon copy to the FDA and dr in apr 03 asking for a complete and thorough investigation into this procedure. Rptr asks if there were prior problems with this procedure that should have been brought to their attention. Rptr asks if there are other records of complaints similar to theirs that they should have been made aware of. The brochure, video -lions in winter- and internet info imply that there were no potential problems. Anything hinting at potential problems and rptr would have passed on this procedure and would be better off today.